Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had an audio / vibrate anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the she did not get the change set reminder. No troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Installed a water filled test reservoir, primed the pump, and verified the set change reminder was set for two days. Monitored the pump and the set change reminder triggered properly. No unexpected absence of alarm noted during testing. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.